Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000374237 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure, however it is relation to the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before starting the procedure, vasoview hemopro 2 endoscope was not able to insert into the cannula. In the cannula, the lumen was narrow. They tried to insert but it was not going into the cannula. The case was completed with the new one. There was no procedure delay. There was no patient harm.